Event description:
Reporter stated that the connection pine inside of the device's base unit have melted. No operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.